Manufacturer narrative:
The reported adverse is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Bad retention is a common issue with baha attract sp magnets. This can be due to different things; for example remaining swelling after surgery or too thick skin flap over the implant magnet. Retention issues can typically be resolved through equipment troubleshooting or clinical case management. There are six different magnet sizes/strengths available. In this case the strongest magnet does not seem to be enough. So it was resolved by tissue reduction and change to a connect system. The report frequency for these complications is being monitored under cbas complaint and MDR data monitoring plan and this event is added to this monitoring. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic the patient experienced soft tissue accumulation over the magnet site and was treated with antibiotics (type and date not reported). Compressive head wraps were also tried; however the issue could not resolved. Subsequently, a skin revision was performed and the magnet was replaced with an abutment.

Manufacturer narrative:
Correction: the previously reported revision had yet to occur as of the initial report. The patient underwent revision surgery on (B)(6) 2017, in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture. The conversion was performed in order to achieve a greater audiological gain.